Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying the battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011, between 9:00am and 10:00am. The cca was advised by the patient that she manages her diabetes with insulin (unknown type/doses). It is not known if the patient made any changes to her normal diabetes management routine in response to the alleged issue. By 12:30pm, on the same day that the reported issue occurred, the patient stated that she developed symptoms of being "sweaty" and immediately treated herself with food and/or drink. At the time of troubleshooting, the cca determined that the batteries were not replaced by the patient as recommended per the owner's booklet. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 (07/08/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.